Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the reporter checked on the patient in her bedroom and found that she was not responding. An ambulance was called around 3:30pm. During this time, the cgm had no readings. Emergency medical technicians arrived around 4:00pm and attended to the patient. A bg was checked and it was 22 mg/dl while the cgm had no readings. The patient was given a peanut butter sandwich. The patient regained consciousness and at the time of the report, the patient was feeling fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. No data was provided for evaluation. The allegation was undetermined. A probable cause could not be determined as there is no data to view. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).